Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06085. The pt has two leads from different lots for right and left leg pain. It was reported that the pt states she has lost stimulation in her right leg. Sjm rep met with the pt and reprogrammed the pt's system. The pt now feels stimulation in both legs but she stated she feels it more in the left leg. The sjm rep plans to meet with the pt at her next f/u appointment and determine if other intervention is necessary.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.